Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion and air in the line even when set was fine during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion and air in line were not reproduced. Device sent for downstream occlusion test and returned with passing results. Device sent for ultrasonic sensor upstream air test and returned with passing results. A review of the event history log revealed downstream occlusion and air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The force sensor no tube and force sensor scale factor calibrations will be performed as precaution for the downstream occlusion. The ultrasonic sensor calibration will be performed as precaution for the air in line. Should additional relevant information become available, a supplemental report will be submitted.